Event description:
It was reported that the connector of the extension tubing was unable to be engaged. It was stated this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz3694 showed three other similar product complaint(s) from this lot number.